Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg, implantable cardioverter defibrillator, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was damaged during explant. It was later reported that the ra lead was "removed" while prophylactically extracting the right ventricular (rv) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.